Event description:
On 10/06/94 patient underwent posterior bilateral transverse process fusion with allograft using instrumentation ar l3-4. On 09/21/95 patient underwent a revision surgery with exploration of fusion and hardware removal at l3-4 and repair of pseudoarthrosis l3-4.